Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month.  Device evaluation no product was returned for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient experienced a stroke on (B)(6). Stroke code was called due to aphasia. Reversal of inr was performed. The patient was off anticoagulant for a week. Electroencephalogram (eeg) and CT revealed acute subdural hematoma. Patient recovered with no residual effects. Current inr goal was set to 1.8-2.5. No additional information was provided.